Event description:
It was reported intermittently that the customer experienced a low blood glucose (bg) level. Customer "does not recall" what the value of the bg level was at time of event. Due to the bg level the customer fell and experienced scrapes. Customer required assistance giving glucagon to address bg level. Recommendation was made to discuss diabetes management with a health care professional.